Event description:
Customer went to the emergency room and hospitalized in the intensive care unit with an elevated blood glucose level that was displayed as "high"; although a specific value was not provided. Customer attempted to resolve the issue by using the pump for additional insulin and changing supplies, but required intravenous fluids of saline and insulin at the hospital, which successfully resolved the high glucose levels. Customer was released on (B)(6) 2025 with issue resolved and minor neuropathy damage.